Event description:
A pt was examined with the sense body coil. Three days after the examination two second degree burns with a blister of approximately 1.6 cm in diameter were observed on the inner calves.

Manufacturer narrative:
(B)(4). Eval method, results and conclusions: the investigation is still ongoing on this event. When the investigation is completed a f/u report will be sent to the FDA.